Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, high impedance values of over 3000 ohms were detected during testing of the lead in the right atrial position resulting from a possible fracture. In addition, it was reported that the helix of the lead was not working properly and would not retract into the lead. The stylet would not insert completely into the lead either. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.